Manufacturer narrative:
The investigation is in progress. If any additional information becomes available a supplemental/follow-up report will be submitted.

Event description:
The u.s. Food and drug administration (FDA) received a medical device report (B)(4) via the medsun program concerning a biomimics 3d vascular stent system, it was reported as attempted to deliver stent but unsuccessful. Broke off on retrieval". The exact date was not reported it was documented as on (B)(6) 2025. The patient impact was not reported.

Event description:
The u.s. Food and drug administration (FDA) received a medical device report (2201630000-2025-8003) via the medsun program concerning a biomimics 3d vascular stent system, it was reported as 'attempted to deliver stent but unsuccessful. Broke off on retrieval". The exact date was not reported it was documented as (B)(6) 2025. The patient impact was not reported. Despite multiple attempts by veryan to obtain more information in relation to this event, no additional details were provided.

Manufacturer narrative:
The investigation was completed. A detailed review of all the lot history records pertaining to the relevant stent and delivery system lots showed no issues that were deemed related to the complaint investigation. Further information regarding the complaint procedure was not provided by the site despite the efforts made by veryan sales representatives to obtain information.there was no further information to provide in relation to this event. No additional details were received in relation to this complaint. The complaint was assigned a category "insufficient information" and the root cause could not be determined and remains unknown. It could not be established if the complaint was related to a deficiency of the device. Section b.5. Was updated with additional information following completion of the investigation. Section g.6. And h.2. Were updated to reflect the type of report (follow-up 01) and the reason and section h.6 and h.11. Were updated to reflect the conclusions of the investigation and reflected the sections changed in this report.